Manufacturer narrative:
Medical safety reviewed the event. The event describes a patient who presented in critical condition in cardiogenic shock, decompensating on arrival with no other therapy options and subsequently expired. There was no report or indication of pump malfunction and/or interruption, impact to the patient¿s impella mechanical circulatory support. It was noted that the impella ran well, and the adverse outcome is ¿not impella related.¿ in this case, the patient¿s underlying condition likely contributed most to an outcome of death (cardiogenic shock stage extremis). The patient¿s history/comorbidities details are unknown. However, conservatively, the death should be reported (against the impella pump) as the device was in use at the time of the expiration. Note: purge cassette is not reportable; the chance of death or serious injury is remote. There is very limited; no potential for adverse impact to the patient given the details of this event.

Manufacturer narrative:
The event describes a patient who presented in critical condition in cardiogenic shock, decompensating on arrival with no other therapy options and subsequently expired. There was no report or indication of pump malfunction and/or interruption, impact to the patient¿s impella mechanical circulatory support. It was noted that the impella ran well, and the adverse outcome is ¿not impella related.¿ in this case, the patient¿s underlying condition likely contributed most to an outcome of death (cardiogenic shock stage e). However, patient¿s history/comorbidities details are unknown. As the device was in at the time of the demise outcome and cannot be dissociated, conservatively the report for death is being submitted for the impella pump (not including the cassette leak). Patient-specific information a5: ethnicity and a6: race is unknown. Device status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and following a ¿successful¿ implant of the impella device a leak in the purge cassette was detected approximately two hours later. The cassette was successfully replaced. However, three days later the patient expired noted to be ¿not impella related.¿ the patient arrived via ambulance from home and quickly deteriorated. The patient was in cardiogenic shock, and the impella cp device was implanted prior to intervention. There were no complications with placement and none afterwards. The impella is running well. However, approximately two hours later a purge cassette leak was detected and it was changed. The following day, a call was made to the emergency call center to discuss the case, and it was noted that the pump runs well but the patient has a ¿bad¿ prognosis; catecholamines needed to be increased, and escalation was not an option. The next day it was noted the patient¿s overall condition was now ¿very bad.¿ the pump runs well and there were no signs of heart recovery. Further higher doses catecholamines were needed; again, escalation was not an option. Thereafter, next day, the patient remained critically ill and expired.